Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device provided inappropriate anti-tachycardia pacing (atp) and shock therapy for an atrial-driven arrhythmia across multiple episodes. In addition, it was noted that the initial 2 joule and 6 joule device shocks accelerated the patients rhythm significantly and the device provided subsequent 26 joule and 41 joule shocks. Device therapy was exhausted. There were also stored pacemaker-mediated tachycardia (pmt) episodes. Boston scientific technical services discussed the observations with the physician and noted the unusual device programming of very low energy initial shocks, which resulted in rhythm acceleration. The physician indicated that they will follow up with the patients following cardiologist. No additional adverse patient effects were reported.